Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" alarm while it was being used on a patient. An audible alarm was present during the incident and the patient was placed on to a different ventilator with no patient harm or injury.

Manufacturer narrative:
Device evaluation: device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Result of investigation: the carefusion failure analysis lab examined the printed computer board assembly (pcba). The reported issue was duplicated. The root cause was isolated to faulty sensor. This reported issue will be tracked and internally investigate the situation.